Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a foreign object found inside the air water tube, cylinder and light guide lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.